Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for lead revision due to impedance being out of range. Lead was explanted and replaced. Patient was stable before during and after surgery.

Manufacturer narrative:
Final analysis found a partial lead measuring 47.0 cm returned for analysis. The complaint of out of range impedance was not confirmed. All damage found was sustained during surgical procedure.